Event description:
A peritoneal dialysis patient called fresenius technical support because he was in treatment and he was having a pain in his stomach. The patient stated he was in fill 2. He said he was not filling when he first felt the pain. Technical support had the patient press stop on the machine. Technical support asked the patient if he needed to do a stat drain. The patient stated he didn't think he needed to drain. He had filled with 2000 out of 2500 mls. Technical support asked the patient if he had an on call nurse. He said yes. Technical support advised the patient to contact his nurse immediately so she could advise him further. Follow up call to the pdrn later on confirmed that the patient had been hospitalized for peritonitis.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, the patient developed peritonitis prior to receiving a liberty cycler. Peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile environment or aseptic technique. There is no evidence that the cycler may have caused or contributed to the episode of peritonitis.